Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device troubleshooting, it was noticed the pacemaker was not working with either inductive or radio frequency (rf) telemetry. Programming changes were made. The device was interrogated again and, rf telemetry was working correctly. The patient was stable.